Event description:
It was reported that the ring of the plate broke off while putting in a screw. Another plate was used after removing the broken one.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: manufacturing records for this product were reviewed and no anomalies were found.conclusion: the probable root cause is unknown and multifactorial.

Event description:
It was reported that the ring of the plate broke off while putting in a screw. Another plate was used after removing the broken one.